Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. It was determined that the faulty main board was the root cause. The main board was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had an intermittent reoccurring error code 41786 0004. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number ext. (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Section a, section b: additional information received. Information updated. B5: "additional information was received that the issue was discovered while checking multiple pumps after finding a setting needed to be changed. There was no patient involvement." D3: correction h6: coding updated to reflect additional information.